Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient reported through a manufacturer representative that the implantable neurostimulator (ins) felt hot during charging. It was unknown whether any external factors may have caused the event. The cause of the heating sensation ¿seemed within the normal operation. The patient was instructed to consult with their medical institution if there was a sudden sensation of heat experienced. No further actions were scheduled or performed; the issue was considered resolved as of 2024-nov-12. No further complications were reported or anticipated.